Event description:
During lt. Heart cath, physician attempted to utilize radi wire-presurewire certus ref. No. 12006 lot no. 102447c- to determine severity of angiographically detected coronary artery disease present in pt's coronary anatomy. Device intermittently worked which was not the standard of this device. Device was replaced with normally operating device.